Event description:
Boston scientific received information that high out of range pacing impedances were seen on this right atrial lead. The device was reprogrammed and the system remains implanted. No adverse patient effects were reported.

Event description:
Additional information provided noted that this right atrial lead was surgically abandoned and will not be returned. The device was also explanted and will not be returned. The system was replaced with a new device and right atrial lead.

Manufacturer narrative:
--

Manufacturer narrative:
Should additional information become available this investigation will be updated.